Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2013. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead showed characteristic of a fracture with exhibited oversensing of non-physiology ic sensing integrity counter (sic) and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.